Event description:
It was reported that during an arthroscopic rotator cuff repair surgery the device broke at the holder. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the device finger assembly had fallen apart. The finger, finger spring, and handle pin were returned disassembled from the device. The cause of this remains undetermined.